Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not find broken wires at the end of the returned instrument; however, a frayed pitch cable with cable sticking out at the distal end of the instrument was observed. No additional damage was found around the area of the frayed cable. Other cables at the distal clevis were not damaged. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, the user facility identified broken wires at the end of the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.